Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to and evaluated by zoll. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damages on the platform. A review of the archive was performed and no discrepancies were observed. During functional testing, the autopulse platform displayed user advisory (ua) 132 (internal watchdog timeout) upon power-up. The pca board was replaced to remedy the user advisory. Additionally, a brake gap check was performed and the brake gap was adjusted to it specification. In summary, the customer's reported complaint of autopulse platform displaying system error was confirmed during functional testing and was attribute to a defective pca board. After the pca board was replaced, the platform successfully passed run-in test. The platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that autopulse unit was displaying "out of service revert to manual CPR"during shift check. No patient involvement was reported.